Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime and compromised forced sensor system test, excessive no delivery test, occlusion test, self test and a21 error test. No bolus anomaly noted during testing. Pump passed the dat test at 0.08740 inches.

Event description:
It was reported that insulin pump give unwanted boluses. Blood glucose was unknown. The insulin pump will be returned for analysis.